Event description:
It was reported that (5)tct75 was used during an unknown procedure. It was reported by the rep that the linear cutter jammed during "ER" procedure. No other info was available and it appeared that the cutter malfunctioned during the first firing as the reload in the unit was spent/empty. Stated several staplers were used and three out of five failed however they all were discarded except one(enclosed). There was no pt consequence.